Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a leak at the elbow connector; there is the presence of a crack. The device was evaluated on site by a non-baxter technician. During visual inspection the technician found a silicone elbow connector at the rear of the ultrafiltration unit was broken and leaking. The reported condition was verified. The leaked dialysate wet the ultrafiltration unit, causing the ultrafiltration unit to malfunction. The component was replaced, and the machine was returned to service without any other problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of an ak 96 machine during priming. There was no patient involvement. No additional information is available.